Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On 10 april 2006 a computed tomography (CT) scan of the abdomen/pelvis with contrast revealed a moderate volume of high density fluid within abdominal retroperitoneum tracking into the pelvis; compatible with retroperitoneal bleed. The filter was seen in place at l3-l4 level. Abdominal aortogram and right retroperitoneal pseudoaneurysm embolization, the pseudoaneurysm seen to come from tiny hair-like, twig-branch from right fourth lumbar artery. This supplying artery was embolized and pseudoaneurysm disappeared. The surgeon noted one of the legs of the greenfield filter injured small twig artery when he bent over. It was not retrievable and remained in place.

Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2006 a computed tomography (CT) scan of the abdomen/pelvis with contrast revealed a moderate volume of high density fluid within abdominal retroperitoneum tracking into the pelvis; compatible with retroperitoneal bleed. The filter was seen in place at l3-l4 level. Abdominal aortogram and right retroperitoneal pseudoaneurysm embolization, the pseudoaneurysm seen to come from tiny hair-like, twig-branch from right fourth lumbar artery. This supplying artery was embolized and pseudoaneurysm disappeared. The surgeon noted one of the legs of the greenfield filter injured small twig artery when he bent over. It was not retrievable and remained in place. It was further reported that the greenfield filter was then brought up and it was then ejected at the level of l3, sitting in good position.

Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2006 a computed tomography (CT) scan of the abdomen/pelvis with contrast revealed a moderate volume of high density fluid within abdominal retroperitoneum tracking into the pelvis; compatible with retroperitoneal bleed. The filter was seen in place at l3-l4 level. Abdominal aortogram and right retroperitoneal pseudoaneurysm embolization, the pseudoaneurysm seen to come from tiny hair-like, twig-branch from right fourth lumbar artery. This supplying artery was embolized and pseudoaneurysm disappeared. The surgeon noted one of the legs of the greenfield filter injured small twig artery when he bent over. It was not retrievable and remained in place.